Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Information provided indicates the pump was underfilled to 200ml, which does flow faster than a nominally filled pump. The directions for use (111092 rev. J) contains a caution statement: filling the pump less than nominal results in faster flow rate. Results: without the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when received and a follow-up report will be filed.

Event description:
Drug/diluent: vancomycin. Fill volume: 200ml and flow rate: 100ml/hr. Procedure: infection treatment. Cathplace: single lumen pick, typically in arm. Drug infused in less than one hour and patient developed red man syndrome. No harm to patient. Pump placed and removed (B)(6) 2011. Date of event: (B)(6) 2011. Per dfu: nominal flow rate: 100ml/hr. Nominal fill volume: 400ml. Maximum fill volume: 500ml. The infusion delivery time is approximately 1:35 hours when filled to nominal volume and flow rate.